Event description:
While refilling the sysclean water bottle, the user noticed the valve body was cracked and was dripping. No patients were affected and no instrument operators or lab personnel were injured. The user replaced the valve body on the water bottle and the field service representative sent a replacement part. The user performed quality control and verified the results were within range. The investigation determined the crack might be caused by the syswash solution. It was recommended that the part be exchanged every six months as part of preventive maintenance.